Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. UDI (di): (B)(4).

Event description:
The patient was implanted with 2 leads (from the same lot) as part of his axium neurostimulator system. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and revealed a lead migration. Surgical intervention was undertaken and both leads were explanted and replaced. Postoperatively, the patient reported receiving effective therapy.